Event description:
It was reported that intermittent ongoing occlusion alarms occurred. A supply change was performed resolving the occlusions. Customer's blood glucose level was 146 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.